Event description:
Provider states brakes are not functioning.

Manufacturer narrative:
Invacare awareness date (B)(4) 2012. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.